Manufacturer narrative:
Date of event: unknown. (B)(4). PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage on the tip of a bd¿ 50 ml syringe with 18g x 1.5 in. Was found during use. There was no report of injury or medical intervention.

Manufacturer narrative:
Results: based on investigation and analysis on the complaint case(cracked syringe barrel tip), sbdm supposed that by the time that the complaint syringe barrel was injected from the mold and dropped down to the floor during our injection molding process, the barrel tip(weak part) may be cracked and processed to assembly & packing line with damaged condition. Sbdm investigated the complaint sample, cracked barrel tip of syringe 50ml 18g x 1-1/2. Sbdm checked the same model house samples as of the complaint sample, there was no case of cracked or damaged barrel tip. Based on the leak test result of the complaint sample, sbdm found that there was leakage in tip part. When sbdm checked manufacturing record and inspection report of 50ml syringe, there is no abnormality found. When inspected visually, sbdm suppose that the syringe barrel tip may be cracked by physical impact. Likely root cause is that when the complaint syringe barrel was injected from the mold and dropped down to the floor upon molding injection process, the barrel tip (weak part) may be cracked and processed to assembly conveyor & packing line with damaged condition. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 1706302. Two other complaints for the same issue was reported for this batch. CAPA-17-017 has been recorded as it relates to the complaint lot or similar defect.